Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, upon stapling stomach, the surgeon was able to press the green button and squeeze the handle but the device did not fire. New reload and handle opened and used to complete the surgery. There was no patient injury.